Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of thrombus in the left jugular vein in the context of infection could not conclusively be determined through this evaluation. Furthermore, a direct correlation between heartmate (hm) 3 left ventricular assist system, serial number (B)(6), and the thrombus and infection could not be conclusively established. The patient is ongoing on (B)(6), with no further related issues reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists thromboembolism and infection (driveline, localized, and pump pocket or pseudo pocket) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU also lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas in the section 6, ¿patient care and management¿. Care instructions regarding preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. The heartmate 3 lvas patient handbook provides care instructions regarding preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The thrombosis was in the context of varicella zoster infection (non-device related) and the patient received changes to medication.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had a thrombus in left jugular vein.